Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella kinked and prolapsed in the left ventricle. The kinked pump was pulled back to the iliac. The pump at that time was found to be stuck within the repo sheath. This prompted the pump to be explant and replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the root cause of the positioning issue was determined to be use related as the pump was improperly positioned causing a kink and in attempting to pull pack and reposition the pump was pulled too far. This report is being filed as part of a retrospective review of historical records.